Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus that was not appearing in the pump history. Pump data was reviewed and confirmed that both boluses had been successfully delivered. Customer's blood glucose level was not impacted.